Event description:
It was reported that during a procedure, the physician made the decision to use the cephalic vein to implant this lead as the patient was young. The physician was able to implant the lead in the desired position and with optimal electrical measurements, but upon finishing the procedure, they noticed there was no suture sleeve. The physician then found via x-ray imaging that the suture sleeve was loose and had migrated down the lead, specifically placed between the clavicle and the first rib, by the subclavian vein. Subsequently, the physician attempted to extract the lead in order to pull out the suture sleeve. As the physician was pulling out the lead, it was determined that the suture sleeve was slipping off the lead and that it could separate through the tip of the body lead, past the coil. Since all attempts to remove the loose suture sleeve were unsuccessful and given that leaving a foreign material inside the vein is dangerous, as it could travel to the atrium and therefore, have serious consequences for the patient, the physician made the decision to make a longitudinal incision in the vein to remove the suture sleeve as a last resort. A different lead was implanted, and the procedure was completed successfully. Later on, boston scientific technical services (ts) was contacted, and they indicated that this is an extremely rare situation, and that the lead and suture handling depend on the technique used by the physician. It was discussed that the percutaneous approach would not allow for such event to happen, and ts pointed out that the instructions for use (IFU) clearly mentions the importance of keeping the position of the sleeves at sight during the entire procedure and to make sure it stays close to the distal end of the lead (or proximal to the venous entry site). No additional adverse patient effects were reported. The attempted lead and suture sleeve are expected to be returned for further analysis. Additional information was received. Technical services (ts) discussed this event with the research and development (r&d) team, and it was determined that the lead's design is a result of different requirements from the field that need to be managed in order to provide the best user experience. Even though in this case, this lead is a contributory factor, the occurrence of an event like this low as the lead and suture sleeve are designed to prevent this from happening.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during a procedure, the physician made the decision to use the cephalic vein to implant this lead as the patient was young. The physician was able to implant the lead in the desired position and with optimal electrical measurements, but upon finishing the procedure, they noticed there was no suture sleeve. The physician then found via x-ray imaging that the suture sleeve was loose and had migrated down the lead, specifically placed between the clavicle and the first rib, by the subclavian vein. Subsequently, the physician attempted to extract the lead in order to pull out the suture sleeve. As the physician was pulling out the lead, it was determined that the suture sleeve was slipping off the lead and that it could separate through the tip of the body lead, past the coil. Since all attempts to remove the loose suture sleeve were unsuccessful and given that leaving a foreign material inside the vein is dangerous, as it could travel to the atrium and therefore, have serious consequences for the patient, the physician made the decision to make a longitudinal incision in the vein to remove the suture sleeve as a last resort. A different lead was implanted, and the procedure was completed successfully. Later on, boston scientific technical services (ts) was contacted, and they indicated that this is an extremely rare situation, and that the lead and suture handling depend on the technique used by the physician. It was discussed that the percutaneous approach would not allow for such event to happen, and ts pointed out that the instructions for use (IFU) clearly mentions the importance of keeping the position of the sleeves at sight during the entire procedure and to make sure it stays close to the distal end of the lead (or proximal to the venous entry site). No additional adverse patient effects were reported. The attempted lead and suture sleeve are expected to be returned for further analysis. Additional information was received. Technical services (ts) discussed this event with the research and development (r&d) team, and it was determined that the lead's design is a result of different requirements from the field that need to be managed in order to provide the best user experience. Even though in this case, this lead is a contributory factor, the occurrence of an event like this low as the lead and suture sleeve are designed to prevent this from happening. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection found dried body fluid in the helix housing, and cuts were noted in the suture sleeve. Testing was completed to assess lead electrical performance, and measurements throughout this test were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations. The reported suture sleeve migration situation is listed in the instructions for use (IFU), which states that the operator needs to ensure the suture sleeve remains proximal to the venous entry site and near the terminal boot molding throughout the procedure until it is time to secure the lead.